Event description:
The customer reported that while performing fluoroscopic x-ray, the 9800 system displayed an image similar to a digital subtraction angiography (dsa). No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone to check the user operation. No further problems were reported. No further repair info is available. The system is operating.